Manufacturer narrative:
Sc-1110 (sn: (B)(4)) device evaluation indicated and confirmed that the device was no longer functioning due to u1-analogic damage. The device could not be charged nor linked. The device exhibited excessive sleep current leakage, and a hot spot was observed on the component. The source of the device anomaly was unknown.

Event description:
A report was received that the patient¿s ipg would not charge. The patient underwent an explant procedure.